Event description:
Caller reported that the pump battery depleted too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the caller to uninstall and reinstall the mobile app and to follow up if battery depletion continues to exceed 35% per day, which the customer understood and acknowledged.